Event description:
It was reported to philips that the device had a paddles issue. There was no patient involvement.

Manufacturer narrative:
The customer declined service and no repair was performed. Multiple attempts were made to request information regarding resolution of the reported problem. The gfe confirmed that the customer canceled the repair of the device, and thus no repair was performed. No testing was conducted, the cause of the reported problem was not confirmed.